Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was valve obstruction and it could not be successfully drained. The valve was replaced and the patient¿s status was listed as no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, and pre-implantation testing. There was proteinaceous debris noted in the interior and exterior of the device. The valve did not meet the requirements for leak testing due to a tear observed in the top of the reservoir. It is unknown how or when this damage occurred. The IFU caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ all valves are 100% tested at the time of manufacture. Approximately 40 cm of the lumbar catheter was returned. The returned catheter was patent and met the requirements for leak testing. Proteinaceous debris was noted in the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ approximately 73 cm of the peritoneal catheter was returned in two pieces. One of the pieces measured approximately 9 cm and the other piece measured approximately 64 cm. Both returned pieces were independently patent and passed leak testing. However, it did not meet the requirements for leak testing due to the break observed at the 9 cm from the proximal end. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.